Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Part # 04.038.195s. Synthes lot # h638343. Supplier lot # n/a. Release to warehouse date: 07 jun2018. Manufactures by: elmira. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Visual inspection: the tfna fenestrated screw 95 mm- sterile (p/n: 04.038.195s, lot #: h638343) was returned and received at us customer quality (cq). Upon visual inspection, the tfna fenestrated screw was observed to be broken at the distal end. Additionally, there were scratches and discoloration observed on the device. No other issues were identified with the returned device. Device failure/defect identified? Yes. Dimensional inspection: dimensional inspection could not be performed due to the post-manufacturing damage and geometry of the device. Document/specification review: the current and manufactured revision of the following drawings were reviewed: ti tfna fenestrated screw complaint confirmed? Yes. Investigation conclusion the complaint condition could be confirmed for the returned device as the returned device was observed to be broken. The broken device could have caused the complaint condition. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. The potential cause could be due to unintended forces applied to the device. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional product code: ktt. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the patient underwent removal procedure due to broken tfna fenestrated screw. It was noted that the tfna lag screw broke inside a patient after healing. There was no broken fragment generated and no surgical delay. The procedure was successfully completed. Patient survived the procedure. This report is for a tfna lag screw. This is report 1 of 1 for (B)(4).